Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 11.7-12.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of one sensing conductor was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed on the lead. Upon explant, an insulation anomaly was observed near the header of the device. The lead was replaced.